Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, clips would not deploy from the jaws, and the device jammed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality. During the first two firings the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws and release malformed clips. Then the device fed and formed four conforming clips according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Investigations have been initiated to address the potential root causes of opening, sticking and bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.